Event description:
It was reported that when the patient presented to the clinic, high capture threshold was observed. Diagnostic imaging revealed possible clavicular crush. Lead impedance and sensing were stable. Lead was capped. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.